Event description:
A vena seal closure system was successfully used as per the IFU to treat a great saphenous vein. One segment was treated, general anesthesia was used. The patient did not complain of pain during active treatment. General anesthesia was used. Approximately 4 days post the procedure skin irritation (phlebitis) was noted along the length of leg, this was treated with medication- anti-inflammatory and antibiotics. No further clinical sequelae reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.